Event description:
After initiation of hemodialysis, treatment initially proceeded well. About 15 mins into treatment, the pt had approx 300 cc blood loss from a tesio catheter, at point of connection to dialysis tubing. Pt had cardiopulmonary arrest. Went into v-fib on monitor. Since pt was dnr/dni, no CPR done. Case referred to the medical examiner. Md found connection open/loose.